Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip not opening and becoming stuck. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation with a restricted posterior leaflet. The first clip (11025r177) was advanced into the mitral valve, and it was noted that the clip got caught in the chordae. Troubleshooting steps were performed, but the physician was unable to free the clip. It was decided to grasp the leaflets. The clip was closed to 60 degrees, locked, and evaluated. When the physician proceeded to close the clip completely, the clip closed slightly but would not close completely. The mechanism had reached its maximum and could not be turned any more without significant tension. Troubleshooting was performed, but the clip remained closed at 60 degrees. The team then decided to deploy the clip as it was. The clip remained stable but open to roughly 60 degrees. Another clip (20428r209) was advanced into the mitral valve. When trying to open the clip. The clip would not open. Troubleshooting steps were performed and the clip remained closed. Upon removing the clip, the clip slightly opened and got stuck in the hemostasis valve. As the clip was completely stuck, it would not respond to opening or closing on the arm positioner. At this point the team opted to end the case. The guide was removed with the clip inside and the procedure was ended. On (B)(6) 2022, the patient was treated with one xtw clip in a2/p2 with no reported issue, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the device to analyze a cause for the reported difficult to open or close (clip open inability - anatomy) could not be determined. The reported difficult to remove (cds/sgc) appears to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. Cine review: two (2) fluoroscopic still images of the first cds, reported for clip caught in chordae and inability to fully close the clip, were provided. In the first image ("pre-deployment.jpg") the distal end of the first cds can be visualized. The clip is attached to the l-lock shaft of the delivery catheter indicating the image was taken prior to deploying/detaching the clip; it is unclear during which specific IFU steps the image was taken. The clip arms are angulated relative to the fluoro view and appear to be opened to ~60 degrees. The second image ("post deployment1.jpg") was taken post deployment as the dc shaft is retracted with ~1 inch of space in between the clip and l-lock shaft. The clip has rotated from its pre-deployment orientation shown in the first image, indicating that the clip was under tension/forces exerted by the leaflets and partially grasped chordae. This aligns with the reported incident details that troubleshooting attempts to free the clip from the chordae were unsuccessful, resulting in the inability to fully close the clip (due to increased force on the clip by the chords) prior to deployment. In the second image (post deployment) the clip arms appear to maintain an arm angle of ~60 degrees. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, there does not appear to be a noticeable change in arm angle pre deployment versus post deployment. This aligns with the reported incident details that, due to chordae interaction, the first clip could not close beyond 60 degrees and was ultimately deployed at 60 degrees. No cine of the second cds that was reported for inability to open and difficulty removing the cds from the sgc were provided.

Event description:
N/a